Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the heart wire contacts, battery release, upper/lower cases, and one bail cover contaminated. The battery contacts were compressed, battery drawer, upper case, bail cover, and ring cover broken, upper case dented, keyboard scratched, and the serial number label torn. One bail cover, bail, and ring were also missing. (B)(4).